Event description:
The customer reported to olympus, the flex video scope had a distorted image. The issue was found during inspection prior to a therapeutic procedure, which was completed successfully. The device was returned for evaluation. During the device evaluation, it was found the image disappears when angled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: the bending section rubber had a scratch, the adhesive on the bending section rubber had a chip, the adhesive on the bending rubber had a chip, and due to damage on the forceps elevator lever the bending section could not be fixed firmly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to breakage of image sensor unit, including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. As a result, the event occurred. However, a definitive root cause could not be determined. The instruction manual/operation manual in chapter 3 "preparation and inspection" 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.